Event description:
It was reported that unspecified bd¿ optima infusion adapter disconnected and leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown.   It was reported that the phaseal connection fell thus spilling some contents on the medication preparation area and some sprinkle on the floor and about 40-50cc on the floor.   Verbatim: bd 095- reported date: 03/24/2021, event date: 03/24/2021, item number: not reported; lot number: not reported; item retained in defect depot?: not reported; picture: yes, attached. Nurse went to medication room to prepare for patient's medications , upon checking the chemo bin for patient's medication which is the oxaliplatin and fluorouracil , noted the fluorouracil chemo bag to be half filled with the fluids. Bag then returned to the pharmacy for further investigation. No leaking outside the bag noted. Nurse then went on to prepare for the oxaliplatin as it is the first agent, prepared bag for circle priming. When the bag was lifted to be hanged on the hook , phaseal connection fell thus spilling some contents on the medication preparation area and some sprinkle on the floor and about 40-50cc on the floor. Nurse then able to hold the back to prevent emptying the contents on the floor. Total spillage noted @ around 50-70cc. Chemo spill announced and area contained until cleaned. Pharmacy alerted and requested for a replacement bag.

Manufacturer narrative:
H6: investigation summary: no physical samples were available for investigation. One photo was received which shows the optima adapter disconnected from the infusion bag. There was no visible damage or defects on the adapter that could have contributed to the disconnection reported. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verifying all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ optima infusion adapter disconnected and leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown.   It was reported that the phaseal connection fell thus spilling some contents on the medication preparation area and some sprinkle on the floor and about 40-50cc on the floor.   Verbatim: (B)(6). Reported date: 03/24/21 . Event date: (B)(6) 2021 item number: not reported; lot number: not reported; item retained in defect depot?: not reported; picture: yes.. Nurse went to medication room to prepare for patient's medications , upon checking the chemo bin for patient's medication which is the oxaliplatin and fluorouracil , noted the fluorouracil chemo bag to be half filled with the fluids. Bag then returned to the pharmacy for further investigation. No leaking outside the bag noted. Nurse then went on to prepare for the oxaliplatin as it is the first agent, prepared bag for circle priming. When the bag was lifted to be hanged on the hook , phaseal connection fell thus spilling some contents on the medication preparation area and some sprinkle on the floor and about 40-50cc on the floor. Nurse then able to hold the back to prevent emptying the contents on the floor. Total spillage noted @ around 50-70cc. Chemo spill announced and area contained until cleaned. Pharmacy alerted and requested for a replacement bag.